Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, stent thrombosis, reocclusion, and myocardial infarction occurred. Index procedure: in (B)(6) 2011, subject had a 32mm x 3.50mm ion study stent implanted to treat a 90% stenosed lesion in a saphenous vein graft to the right coronary artery. The lesion was pre-dilated twice for 45 seconds and post-dilated for 13 seconds with 0% residual stenosis. The subject was discharged on antiplatelet therapy: plavix and asa prescribed for 1 year. In (B)(6) 2012, the subject presented with chest pain and st elevation myocardial infarction and hospitalized. EKG showed st elevation resulting in emergent angiography. The cause of the mi was stent thrombosis. Angiography revealed 100% occlusion in previously placed stent. The mi and occlusion was treated with thrombectomy and placement of an unknown stent with 10% residual stenosis. No in-stent restenosis was noted. The subject was taking randomized study drug (plavix or placebo) and asa 81mg.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).